Event description:
It was reported that the adapter would not fit over the centring jig.

Manufacturer narrative:
(B) (4). Conclusion: our internal investigations and function checks have shown that the stylus connector could be easily attached onto the centering jig. We cannot reconstruct the complaint reason. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.